Manufacturer narrative:
Initially the following information was provided to cook endoscopy: "during a colonoscopy, the physician used a cook instinct endoscopic hemoclip. As reported to customer relations: "the physician is having difficulty with the clip." Additional information received on 09/19/2017: the clip was closed onto tissue and was unable to be reopened. Additional information received on 10/11/2017 from the cook district manager: they were unable to reopen the clip on the tissue. They were unable to deploy the clip. In order to remove the clip, they had to pull it off the tissue." An initial emdr was submitted on 10/12/2017 based on this information. Additional information received on 10/12/2017 from the cook district manager: "apparently the clip was opened at the site and then closed before attaching to mucosa. Then, when trying to re-open to apply the clip, the clip would not open. There was no damage, tearing whatsoever to mucosa." Based on the additional information received, this incident no longer meets the reporting criteria of an FDA MDR report.

Event description:
This correction follow up report is being sent to cancel the initial report submitted relating to this event.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state: "to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. If separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a colonoscopy, the physician used a cook instinct endoscopic hemoclip. As reported to customer relations: "the physician is having difficulty with the clip." Additional information received on 09/19/2017: the clip was closed onto tissue and was unable to be reopened. Additional information received on 10/11/2017 from the cook district manager: they were unable to reopen the clip on the tissue. They were unable to deploy the clip. In order to remove the clip, they had to pull it off the tissue.